Manufacturer narrative:
Zimmer will recall all units from this lot. Evaluation: some units from this lot were packaged without the etch information on the rim and without the locking ring.

Event description:
It is reported that the locking ring and etch marks were missing from the cup, so it was not possible to fix the insert into the cup.